Manufacturer narrative:
Corrected become aware date to (B)(6) 2016 based on new information received.

Manufacturer narrative:
(B)(4).

Event description:
It has been reported that the AED did not pass the self diagnostic check.